Manufacturer narrative:
The reported event of high out of range defibrillation lead impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination of the lead did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. Unable to perform the impedance test due to the lead was returned separated in two pieces consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an alert for high lead impedance was noted. No intervention is planned at this time and the patient was in stable condition.

Event description:
During follow-up, an alert for high lead impedance was noted. The lead was explanted and the patient was in stable condition.